Event description:
An insurance company is claiming that a humidifier caused a fire that damaged insured's home. No injuries are reported with this incident.

Manufacturer narrative:
This product is in possession of the insurance company and has not been examined.